Event description:
It was reported that this pacemaker exhibited loss of capture and a drop in r-wave amplitude morphology measurements. Reprogramming was able to re-establish capture. The pacemaker remains in service and there have been no adverse patient effects reported.